Manufacturer narrative:
Follow-up # 2.supplemental sent to correct information contained within follow-up #1 (fu#1). The meter had been incorrectly assigned a secondary issue of error 2 which was subsequently incorrectly reported in fu#1. The meter passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis findings were available for the lay user/patient's returned meter at the time of 3500a submission; however, the details of which were omitted from the initial report. The meter passed testing. The reported issue could not be confirmed, however; secondary issue was noted when test strips were tested with control solution as an error 2 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.